Event description:
It was reported that an obtryx transobturator mid-urethral sling system was implanted in 2008. According to the complainant, the patient experienced some bladder infections and is having minor issues with her obtryx. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact implant date is unknown; however, it was reported to be in 2008.